Event description:
It was reported that a patient presented to the hospital with worsening thigh pain and erythema after a revision surgery of the left hip performed 13 days ago. The patient underwent a second revision surgery of the left hip on (B)(6) 2021 to exchange an oxinium fem hd 12/14 36 mm +0 and an r3 0 deg xlpe acet lnr 36mm x 64mm due to infection. Extensive infection was noted during surgery. Patient current health status remains unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Initial reporter postal code: 2605.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, per complaint details, the patient required a head and liner exchange due to pain, erythema and extensive infection approximately 13 days post-left tha revision. It was communicated that the requested documentation was not available. Reportedly, the root cause of the revision was an infection; however, without the requested clinical documentation, the source/root cause of the infection could not be fully assessed or concluded. The patient impact beyond the reported symptoms and subsequent revision could not be determined as the patient status remains unknown. No further medical investigation could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6).

Event description:
It was reported that a patient presented to the hospital with worsening thigh pain and erythema after a revision surgery of the left hip performed 13 days ago. The patient underwent a second revision surgery of the left hip on (B)(6) 2021 to exchange an oxinium fem hd 12/14 36 mm +0 and an r3 0 deg xlpe acet lnr 36mm x 64mm due to infection. Extensive infection was noted during surgery. Patient current health status remains unknown.